Event description:
During testing and equipment history review biomedical engineering noted excessive failures with our portable pulse oximeter monitor's visual alarms. During alarms, the monitor's red alarm led would not flash. The clinical team would respond to the monitor's audible alarm and overhead door light when the monitor alarmed. The clinicians would not report that the red led was not flashing. Biomedical review of several monitors noted that the alarm led was inoperative. Biomedical sequestered all of the affected pulse oximeters and has arranged for factory evaluation and repair. There were no reported patient adverse events. Manufacturer response for monitor, pulse oximeter, rad-87 (per site reporter): awaiting follow up by manufacturer. On-site testing by biomedical confirmed that red led alarm lamp did not illuminate during alarm event. All other display activities and audible alerts did function correctly. Biomedical collected 10 additional pulse oximeters with the same failure. All 11 will be sent in to the manufacturer for evaluation and report. These devices are approximately 6 years old. The facility is afraid these might be getting hit (during normal use and transport) on the corner causing these failures. They have been having light pipe breakages since day one on these monitors.